Event description:
The device was inserted in the bicep area. "The pt did not have good veins, it was a hard stick". The catheter was inserted in a hospital the day when the pt was being discharged to this facility's care. Within 72 hrs of dwell time the arm developed redness and pain. Warms soaks applied without relief. Pt admitted to the hospital where she was diagnosed wiht an "infection and a blood clot in the area where the catheter had been removed". A vein ligation was necessary in that area to alleviate the problem. The pt was discharged home after the area healed.